Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with the home patient (hp) regarding the air in line, it was revealed that the issue was resolved, but he did not remember what had caused it. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. This complaint for a low drain volume alarm was not confirmed due. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the low drain volume alarms is in progress through renq-CAPA-(B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during drain 3 of 4, the home patient (hp) revealed that a lot of air was seen in the lines. The technical service representative (tsr) assisted the hp end therapy. The hp agreed to contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.